Manufacturer narrative:
(B)(4). It was noted that the patient experienced back pain due to the prolonged procedure time and was given medication. There was no reported adverse patient sequela. No additional information was provided. Guide wire: whisper ms; sheath: 7 fr; other: heparin, guide liner. Indication for use: above rated burst pressure (rbp), and excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, 98% stenosed, proximal left main (lm) artery the whisper guide wire and a 2.5 x 20 mm non-abbott balloon dilatation catheter (bdc) were used to predilate the lesion. The 3.5 x 33 mm xience pro stent delivery system (sds) was advanced but could not cross the lesion and was removed from the anatomy. Additional dilatation using a 3.5 x 21 mm non-abbott bdc was completed and the xience pro sds was advanced again in the anatomy. The stent came out of the guide catheter into the ostial left anterior descending (lad) artery but became stuck as if unable to cross the lesion. The physician applied force on the sds trying to advance it through but this backed out the guide catheter. The tension was released on the sds and it was retracted. The proximal end of the stent appeared crumpled/crimped on the balloon and the stent had shortened visibly on angiography. The physician attempted to remove the sds out of the anatomy as it lodged in the left main but it was unable to be removed. The stent was deployed at 20 atmosphere (atm) in the left main with a 5 mm overhang into the aorta going into the ostial lad and mid lad as it was a long stent. It was noted that the balloon took a significant delayed time to deflate. An additional 3.5 x 20 mm bdc was used for post dilatation. A different xience pro stent was advanced but it could not cross through the first stent; the sheath was upgraded to a 7f sheath along with using a guide liner to facilitate deployment of two additional xience pro stents and complete the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to cross the lesion/physical resistance in the lesion, difficulty/resistance removing the device from the anatomy, and crossability (the ability/inability of another device to advance/cross an implanted abbott device) could not be replicated in a testing environment as they were based on operational circumstances. Stent damage could not be confirmed as the stent implant was deployed and not returned for analysis. Slow/difficult deflation was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience pro ll everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Additionally, the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The reported difficulty/resistance removing the device from the anatomy likely occurred as a result of the damaged stent implant interacting with the lesion. As the device was difficult to remove from the anatomy, the stent implant was deployed at 20atm in an unintended location. The IFU states: do not exceed the labeled rated burst pressure (rbp) of 18atm. Reportedly, the balloon took a significant delayed time to deflate. The confirmed slow deflation likely occurred as a result of inflation-deflation lumen compromise due to the extensive damages to the shaft (necked and stretched). Based on the information reviewed, there is no indication of a product deficiency.